Event description:
(B)(4). For battery sn (B)(4) reported description was that the battery did not work even though it was fully charged. No adverse event reported.

Manufacturer narrative:
Battery sn (B)(4) was not returned, but the test data was provided. Power output of this battery was below specifications. Based on the test data, this battery was not test cycled on a monthly basis; product labeling indicates that the battery is to be test cycled at least once every month. Furthermore, this battery is over two years old. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Therefore, battery failure is likely due to improper maintenance and/or old age. No adverse event reported.